Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2016-02582 / 02583 / 02602). Device requested, not yet received.

Event description:
During a right total hip arthroplasty, two acetabular liners would not seat in the acetabular cup. The acetabular cup was removed and replaced and impaction was attempted again. The liner still did not seat and the acetabular cup migrated, resulting in a pelvic fracture. The procedure was completed with another acetabular cup and liner.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.(B)(4).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Review of device history records show that lot released with no recorded anomaly or deviation.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Concomitant medical products: g7 e1 hi-wall poly liner 36 mm catalog#: 010000938 lot#: 3247516. G7 pps limited acetabular shell 64h catalog#: 010000669 lot#: 3417701. G7 pps limited acetabular shell 62h catalog#: 010000668 lot#: 3445213. Therapy date unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2016-02583, 0001825034-2016-02602, 0001825034-2017-06182. Complaint sample was evaluated and the reported event was confirmed. Inspection of the liner revealed scratches and gouging damage on the outer rim. Dimensional analysis found the returned device has multiple specifications were found to be out of tolerance. The damages likely occurred during attempted implantation and removal of the liner. Manufacturing history record (mhr) was reviewed and no discrepancies were found. The report event is addressed in the associated risk documentation. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.